Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in excellent condition. Visual inspection revealed that the unit was leaking from a chip in the enclosure at a corner of the water reservoir. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. A chip in the enclosure was causing the leak. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The damaged enclosure and gasket in the tank cover were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) leaked before it was even plugged in. The leak was not coming from the gasket or the front cover. No patient injury or complications were reported in relation to this event.